Event description:
A hospital in (B)(6) reported via a distributor that an rt206 adult inspiratory heated breathing circuit became open circuit. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher and paykel healthcare by a hospital in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the user. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt206 adult inspiratory heated breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).